Manufacturer narrative:
H2) additional information: concomitant product ln provided. Value for bi30000443 is rev. 3 : s/n (B)(6) . Value for bi71000537 is rev. 2 : s/n (B)(6) . H3: the interface (umbilical) cable was returned to the manufacturer for analysis. The interface (umbilical) cable was found to be fully functional and the reported issue could not be replicated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device unique identifier (UDI) unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that re-installing the software resolved the software issue, but was still receiving an early termination error. The umbilical cable was replaced, but further logs showed that the gantry controller is giving errors. The manufacturing representative came back for more troubleshooting, but found the imaging system to be functioning as intended. Even though the gantry controller was recommended to the customer to replace it, they decided not to replace the gantry controller as the system was functioning. The imaging system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. H4) device manufacturing date is unavailable. Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi30000443, serial/lot #: unk. Product ID: bi71000537, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, there was an issue with the interface (umbilical) cable. There was no patient present when this issue was identified. It was noted that there were communication issues with x-ray functionality.